Event description:
(B)(6) medical center has received 13 reports within the last 4 weeks that when administering heparin during cath and invasive procedures, the act levels on the istat machines reported subtherapeutic levels. This has lead to higher doses of heparin being given and at least 3 subsequent bleeding events. Upon investigation, some patients had anti-xa levels drawn as well which reported as critically high when the istat act reported subtherapeutic. Incidents have been reported using 4 different heparin manufacturers. All manufacturers who have tested used vials have reported expected levels of heparin in the vials.